Event description:
Spring arm is cracking at the head end of the steel arm. An injector head, (weight 19 lbs), or a x-ray shield, (weight 23 lbs), is suspended from these arms. Of twenty-six arms, ten are showing signs of cracking, three of which were significant enough to warrant removal of arms. The arms have a maximum weight rating of 40 lbs. Either the injector head or the x-ray shield could possibly fall if the cracks progress to separation. Injury could occur to pt or staff by falling systems. If units fall, arm would drive towards ceiling with great force, also possibly causing injury to personnel and damage to other equipment in the vicinity.